Event description:
Consumer reported that the consumer had a tooth type of 2, consumer also reported that the time of loss in relation to the implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved. Consumer also reported concerns with mobility & that the patient has stage 4 cancer and is currently going through chemotherapy.

Manufacturer narrative:
Consumer reported that the consumer had a tooth type of 2, consumer also reported that the time of loss in relation to the implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved. Consumer also reported concerns with mobility & that the patient has stage 4 cancer and is currently going through chemotherapy.